Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted: part: 310.670. Lot: f-24675. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 02. Aug. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. H6: visual inspection: actual device was not returned to us customer quality as of may 22, 2019. Visual inspection performed at customer quality (cq) of the photo and confirmed the condition of a broken drill bit, which agrees with the reported complaint condition. The photo shows the cannulated drill bit in two (2) pieces. The break occurred just distal to the proximal coupling feature. Further details regarding the fracture site could not be identified from the provided photo. The received image condition does agree with the complaint description. The complaint is confirmed. The cause of the issue is not determined to be use error, misuse/abuse, non-compliance, post operative trauma. Manufacturing record evaluation: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Document/specification review: tabulated drawing was reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Investigation conclusion: a definitive root cause for the drill bit breaking could not be determined based on the provided information. It is possible that the drill bit encountered unexpected forces. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11 corrected data: d1: brand name. G1: corrected physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code: gfa, gff, hsz. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an unknown procedure. During the procedure, the cannulated drill bit broke at the time it was drilling. It was possible to easily remove the cannulated drill bit completely from within the patient's bone. They continue the procedure and used another drill bit. It was unknown if there was a surgical delay. The procedure was successfully completed. The surgery was terminated normally without affecting the patient. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).